Event description:
Boston scientific crm received information that a health care provider (hcp) reported that this cardiac resynchronization therapy-defibrillator (crt-d) declared elective replacement indicator (eri) on two separate occasions. A technical services (ts) consultant discussed how eri is declared by the device with the hcp. Subsequent information indicates that the device was explanted for normal battery depletion and has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. A review of the device memory indicated that the device only declared eri one time. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. The device is a part of the shortened replacement window (4/05/2007) advisory. This issue is discussed in the q3 2010 product performance report.